Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator could not be turned on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator could not be turned on. A service engineer (se) reported that the device was evaluated. The se performed a leak test and reported that the device functioned as intended. The se performed additional testing and reported that the device did not have any functional defects, and all testing was successful. The device was returned to service.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6) reporter phone #: (B)(6).